Manufacturer narrative:
Device available for evaluation: returned to manufacturer. The listed instruments were sent to the manufacturing site for investigation as they possibly are associated with misalignement: insertion handle f/expert¿ a2fn (part# 03.010.351 / lot# 3405966 / quantity 1), aim-arm f/a2fn (part# 03.010.350 / lot# 8437476 / quantitiy 1). Both instruments were sent to the manufacturing site for investigation. Both articles were intact but showing various marks of forcible use: the insertion handle shows damage on the nail interface coupling what might lead to inaccuracy of the system while the aiming arm shows wear on the location pin. During the manufacturing investigation, all relevant and significant characteristics like dimensions were checked and measured and found within specifications. Both devices passed the required functional test with special gauges successfully. A misalignment situation as per complaint description could not be duplicated. The review of the device history record shows that there were no issues during the manufacture of both instruments that would contribute to the complaint condition. Although the existing damage/wear had no influence on a successful functional test this is an indication of forcible use and mechanical overloading. Both devices passed the required functional test successfully. A misalignment situation as per complaint description could not be duplicated. Based on our investigations a product related fault can be excluded. The listed instruments are concomitant parts as they are intact and not bent and cannot be associated with misalignment or functional issue: protect sleeve 12/8 l188 (part# 03.010.063 / lot# 3374042 / quantity 1), drill sleeve (part# 03.010.065 / lot# 3348106 / quantity 1), connecting screw for aiming arm (part# unknown / lot# unknown / quantity 1), drill bit (part# 03.010.061/ lot# l245248/ quantity 1). No manufacturing related issues were identified or confirmed. The root cause for this complaint is indeterminate, although the existing damage/wear had no influence on a successful functional test this is an indication of forcible use and mechanical overloading. Corrected data: concomitant devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: nail (04.009.257s, lot 9204362, quantity 1), drill sleeve (03.010.065, lot 3348106, quantity 1), connecting screw for aiming arm (part number unknown, lot number unknown, quantity 1), drill bit (03.010.061, lot l245248, quantity 1).

Manufacturer narrative:
Patient weight was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 03.010.350, lot# 8437476. Manufacturing location: (B)(4), manufacturing date: dec 11, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent surgery for a2fn (expert nailing system) for femur fracture. During the surgery, the surgeon attached the nail to the aiming arm and insertion handle. Alignment check was done, and drill bit could pass through nail holes through the aiming arm and drill sleeve. But when the surgeon starts to drill for the proximal dynamic/static screw hole, the drill bit hit the nail. The surgeon tried the static and dynamic hole, and the drill bit was unable to pass through, and was hitting the nail. The surgeon tried to release the soft tissue to release tension and tried again, the drill bit was still hitting the nail. In the end, the surgeon removed the aiming arm and sleeve to find the hole and manoeuver the drill bit through. The surgeon mentioned that the hole created through the sleeve was superior and anterior to the nail hole. Procedure was completed successfully with ten (10) minutes delay. Patient outcome was reported as stable with no harm. Concomitant devices reported: nail a2fn (part# 04.009.257s, lot# 9204362, quantity 1), insertion handle f/expert¿ a2fn (part# 03.010.351, lot# 3605966, quantity 1), drill sleeve (part# 03.010.065, lot# 3348106, quantity 1), connecting screw for aiming arm (part# unknown, lot# unknown, quantity 1), drill bit (part# unknown, lot# unknown, quantity 1). This report is for one (1) aiming arm. This is report 1 of 1 for (B)(4).